Event description:
A clinical director reported that following an intraocular lens (iol) implant procedure, a patient experienced poor quality of vision and glare. The iol was exchanged with a monofocal iol. Additional information was received from the surgeon who reported the event resolved after the iol exchange. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used. An unknown handpiece and an unspecified viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 01/06/2014. (B)(4).